Event description:
A malfunction alarm occurred, resulting in the customer's blood glucose level to display as "high"; however, specific value was not provided. A correction injection via multiple daily injections (mdi) was administered to address the high blood glucose level. Technical support assisted the customer in resetting the pump, and no recurrence of the malfunction was reported.